Event description:
Boston scientific received information that during a device check, the pacer dependent patient with this device system reported feeling pre-syncopal and light headed while sitting upright. Device testing was not performed in this position. The patient endured chronic atrial fibrillation (af). Additionally, fine noise was observed. While laying down, the patient felt no symptoms and impedance measurements in this position were within acceptable limits. Pacing inhibition slightly greater than two seconds was observed on the electrogram (egm). A revision procedure was performed and an right ventricular (rv) lead was placed on the right side of the body and the right atrial (ra) port was plugged. The chronic abdominal leads were surgically abandoned and the chronic device was moved to the right side. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.